Event description:
The distributor notified regarding an inbound inspection. The inspection identified a black spot issue on the dressing. The product was not used therefore, no harm was reported. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6) complainant country: taiwan, province of china name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint code: foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) region: taiwan product / system application product (sap): 1703946 aquacel foam adh 21x21cm (1x5pk) nai lot: 4h02029 date of manufacture: 06sep2024 sterilization: sterigenics wo (B)(4) 28sep2024 batch size: (B)(4) secondary packs (B)(4) primary units) (record in database) was received from taiwan reporting; inbound inspection-black spot. For material: 1703946 batch 4h02029. The lot was manufactured on 06sep2024 and sterilized under sterigenics wo (B)(4) 28sep2024. 01 primary units impacted from (B)(4) secondary units (B)(4) primary) one photograph was provided by the complainant to demonstrate the reported mark/contamination on the primary pack. The image depicts a dark mark located on the adhesive border section of the dressing, specifically on the pink pu side. No physical sample was returned to our company for evaluation. The complaint was confirmed based on the photographic evidence supplied. However, the investigation was limited due to the low resolution and single angle of the image, as well as the absence of a physical sample. Without multiple photographs or the ability to perform a detailed hands-on examination, the depth of analysis was restricted, and definitive root cause determination cannot be fully achieved. A full batch record review was completed for lot 4h02029. All in-process checks, quality control (qc) inspections, and final release activities were acceptable. No material, equipment-related or contamination-related issues were recorded. Good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and procedural adherence during the production period. No non-conformance raised during the production order of (B)(4). No additional complaints have been previously assigned to batch 4h02029. A review of complaints for material 1703946. Aquacel foam adh 21x21cm last 12 months showed no other complaints associated with malfunction foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) for material 1703946. Based on the available data, this was considered an isolated incident. This complaint relates to a 01 primary pack contamination issue reported. The total batch size was (B)(4) secondary units (equivalent to (B)(4) primary units). (B)(4) secondary units were distributed from the distribution centre's with no other similar feedback reported, with (B)(4) units remaining at distribution center (dc). Given the extremely low occurrence rate (01 reported event out of (B)(4) sold secondary unit - (B)(4) primary units), the complaint is considered an isolated case with no indication of a systemic manufacturing or quality issue associated with the batch. Given the absence of repeat events, absence of any correlated deviations, and no similar complaints across the distributed units, the risk to product quality and patient safety is assessed as minimal. The event appears to be isolated, with no evidence of a systemic failure mode. As per process instruction (pi) - general inspection, the required inspection level for contamination is acceptable quality level (aql) 0.40, with an accept = 1 / reject = 2 sampling plan for a sample size of (B)(4) units, applicable to batch sizes between (B)(4) units. For this batch, the correct inspection regime was applied during routine in-process and end-of-line checks. The acceptable quality level (aql) sample taken at manufacture did not exceed the rejection threshold. A total of (B)(4) units have been sold, with a further (B)(4) units remaining within distribution centres. Across the total manufactured population of (B)(4) secondary packs (B)(4) primary units): no additional complaints or defect reports related to contamination, labelling, print quality, or similar visual anomalies have been received. Quality monitoring activities - including batch record review, in-process inspection records, and device history checks - identified no recurring issues, no deviations, and no process-related trends of concern. The observed complaint rate (1 contaminated primary pack out of (B)(4) secondary packs, (B)(4) remains significantly below the (B)(4) notional defect level associated with the acceptable quality level (aql) 0.40 sampling plan. The isolated field complaint does not represent an acceptable quality level (aql) sampling failure, nor does it provide evidence of an acceptable quality level (aql) excursion during manufacture. Given the absence of repeat events, the lack of correlated quality deviations, and no emergence of similar complaints across distributed product, the overall risk to product quality and patient safety was assessed as minimal. The event was considered isolated, with no indication of a systemic manufacturing failure mode. As only a single photograph was provided and no physical sample was returned, the contamination mechanism cannot be conclusively determined. The dark spot observed in the image was consistent with several plausible sources of contamination, including: incidental transfer of ink or pigment from pens, markers, or operator handling deposition of small airborne or process-generated particulates prior to packaging. Localized residue transfer from equipment surfaces; or introduction of foreign material post-manufacture during distribution or customer handling. Due to the limited evidence available, no single root cause can be confirmed. With only 1 unit affected, the batch remains within specification and acceptable quality limits. The issue is considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) is required. The complaint will be monitored through routine trending and the post market product monitoring review process (standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.